Manufacturer narrative:
The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, partially broken off reservoir tube lip noted. However test reservoir locked properly in reservoir tube, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is damage to the reservoir compartment. Customer reported that the reservoir will not lock into place and there is insulin leaking out from the entrance of the reservoir during prime. Customer's blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.